Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and charger board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the 9600 system had a battery charger failure error. No pt injury was reported.